Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01dyk, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3889-28, lot# va01dyk, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that with a newly implanted lead and implantable neurostimulator (ins), numerous impedances were high, reading greater than 4,000 ohms, both unipolar and bipolar combinations. The system was checked 7-10 times, with various settings, and each time different combinations had impedances greater than 4,000 ohms. A new lead was placed and was connected. The same impedance issues occurred. The ins was removed, and a new ins was placed. Refer to MFR report #3004209178-2012-09508 for troubleshooting with the new ins.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (serial #(B)(4)) revealed no anomaly. It was reported that the implantable neurostimulator (ins) was functionally okay. During impedance measurement tests of the ins in saline solution it was observed that at high tissue impedance levels, low delta-v conditions (1.0v, 210 usec), and the ins battery level ok, the model 3058 ins measured higher than expected impedances. When the ins battery was low, with the same conditions, the impedance measurements were lower than expected. This phenomenon was also observed on the model 3023 ins. This partially explains the reported event in that normal impedances appeared to be seen in the field with the model 3023 ins because the battery was low while high impedances appeared to be seen because the model 3058 battery was ok. It is a normal condition of the interstim devices that the impedance measurement is less accurate at lower delta-v measurements and also varies with the ins battery level. It was observed that at higher delta-v conditions (1.5v, 270 usec), the readings were stable and accurate regardless of the battery level and tissue conditions. The ins is operating as it was designed and a rare combination of conditions observed in the field appear to have led to this event.